Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lavd). It was reported by the vad coordinator that the pt was experiencing intermittent power limit advisory alarms. Waveforms and vent filters were sent to the manufacturer for analysis. The waveforms showed possible cam follower bearing wear. The pt is suffering a spinal cord degeneration illness and their spinal cord has collapsed and the pt is 5 inches shorter now. The physician will look into possible outflow graft kinks as well. The pt's blood pressure was in 150 to 160mmhg range when the alarms were present. The pt was placed on pneumatic back up using a drive console and stroke volume limiter (svl). While on pneumatic back up, the pt suffered an mi. The pt was placed back on electric support and their blood pressure lowered to 110mmhg, which seems to have stopped the power limit advisory for the time being. A vent filter analysis was performed and confirmed bearing wear. The pt was returned to pneumatic actuation while awaiting a heart transplant.